Event description:
Gamma 3 nail holding bolt was bent making it difficult to disengage targeter from nail at the end of procedure.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The damages on the nhs head caused a jamming in the target device. Hammering the target device and nhs is not allowed according to the operative technique; the target device is marked with the warning ¿do not hit!¿ to prevent hammering. The issue is classified as misuse. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
Gamma 3 nail holding bolt was bent making it difficult to disengage targeter from nail at the end of procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.